Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they were unable to receive insulin from the insulin pump. The customer stated they have checked the settings and alarms, but could not see anything on the insulin pump. The customer stated the insulin pump did not deliver a bolus for the sixth time. The customer also reported a no delivery alarm occurring on the insulin pump. The customer's blood glucose was 8 mmol/l at the time of incident. The customer also reported their blood glucose rose to 24 mmol/l at the time of the call. Customer reported feeling sick and nauseous from their blood glucose. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.